Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, when the physician attempted to place the atrial lead, it was noted that the lead exhibited loss of sensing and loss of capture. Additionally, low pacing impedance was noted. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture, failure to sense, and low pacing impedance were not confirmed. As received, a complete lead was returned in two pieces for analysis. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths on both portions consistent with procedural damage. Unable to test the impedance due to the condition of the lead as received. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.